Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that a patient intubated with a microcuff had a reduction in respiration, causing an alarm to ring. Carbon dioxide had accumulated in the patient. The staff attempted to re-inflated the microcuff balloon via syringe, but alleged that they could not get it to inflate. Water droplets were noted inside of the balloon. The patient developed acidosis, so the doctor decided to extubate and reintubate with an unknown device. The patient's condition approved. The staff tested the microcuff balloon again after it was removed from the patient, and they were able to inflate it. No further information has been made available at this time.

Manufacturer narrative:
One used sample was received without original packaging. The inflation valve appeared to be intact with no visible breakage. A used single use only terumo brand 12 ml luer slip tip syringe was also received. The cuff was fully inflated with the syringe when returned. The inflated cuff was submerged in water and manipulated, and no leakage was observed. The connection point of the inflation line to the endotracheal tube was submerged in water, and again, no leakage was observed. The inflation line and pilot were submerged in water. No leakage was observed. The reported failure could not be reproduced in the lab. The complaint could not be confirmed, and therefore, no root cause could be identified. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).